Manufacturer narrative:
A distributer performed a checkout of the equipment and confirmed the reported complaint. The expiratory flow sensor was replaced, and the unit was returned to service.no report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that during pre-use checkout it was discovered the leak rate was more than 250ml but less than 9l. There was no report of patient involvement.